Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (dxc 600) generated 4 or 5 low calcium results. Customer reported that when the samples were repeated on another analyzer, the results were higher. Customer reported that the dxc had generated some high chloride (cl) results. Customer did not provide data on the cl results. Customer reported that no erroneous results were reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the electrolyte injection cup (eic) acrylic block was cracked and leaking. The fse replaced the eic cup and valves and verified performance.